Event description:
I have been sick with the flu for 3 days. My dexcom g7 was reading damn near perfect numbers, in between 70-180. I knew it wasn¿t right because I physically felt like my blood sugar was high. So I ended up testing it with a meter. Meter said it was 320 while my dexcom said it was 113. So now I really don¿t know what my sugars have been for the past 3 days. This is not okay. This could put people in the hospital. Or even worse, death. Dexcom g7 is a terrible product.